Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
External visual inspection of returned material revealed exposed wires to the right ang ext cable. Fraying was observed. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. No software malfunctions or anomalies were observed. Patient data backup performed without errors using returned gsm modem. A golden right ang ext cable was used for performance testing due to damage to the one returned. The unit powered on successfully in conjunction with golden right ang ext cable with the power supply connected directly to it. Unit passed diagnostic test. Complaint of ¿power connector plug has frayed/exposed wires¿ confirmed. Unit determined to have power malfunction due to damage to the right ang ext cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.